Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device (location of device: migration into uterus)"), haemorrhagic anaemia ("anemia due to heavy bleeding") and the second episode of menorrhagia ("prolonged menstruation") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2014, findings revealed that prompt opacification of the endometrial cavity. Essure device overlies the expected location of the right fallopian tube. Non filling of the right fallopian tube. Essure device also overlies the expected location of the left fallopian tube. Non filling of the left fallopian tube. Concurrent conditions included headache, heart murmur, pulmonary hypertension, uterine leiomyoma and obesity. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient was found to have weight increased ("weight gain/weight gain / loss") and weight decreased ("weight loss/weight gain / loss"). In (B)(6) 2008, the patient experienced vaginal infection ("chronic vaginal infections / vaginitis") and urinary tract infection ("urinary tract infections"). On (B)(6) 2008, the patient experienced the first episode of menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced dental caries ("tooth decay/dental problems") and tooth loss ("tooth loss"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation") and fatigue ("chronic fatigue"). The patient was treated with iron and surgery (hysterectomy, ablation and underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, haemorrhagic anaemia, the last episode of menorrhagia, dysmenorrhoea, menstrual disorder, dental caries, tooth loss, vaginal infection, vaginal discharge, dyspareunia, fatigue, weight increased, weight decreased, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered dental caries, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic anaemia, menstrual disorder, tooth loss, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Medical background current weight 304.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - in 2008: results: full occlusion fallopian tubes; on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality-safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device (location of device: migration into uterus)") and haemorrhagic anaemia ("anemia due to heavy bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, 14 days before insertion of essure, the patient experienced weight increased ("weight gain/weight gain / loss") and weight decreased ("weight loss/weight gain / loss"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced tooth loss ("tooth loss"). On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced the first episode of menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal menstruation"), the second episode of menorrhagia ("prolonged menstruation"), dental caries ("tooth decay/dental problems"), vaginal infection ("chronic vaginal infections / vaginitis"), fatigue ("chronic fatigue") and urinary tract infection ("urinary tract infections"). The patient was treated with iron (iron tablets), surgery (underwent hysterectomy with bilateral salpingectomy), surgery (underwent hysterectomy with bilateral salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, haemorrhagic anaemia, dysmenorrhoea, menstrual disorder, the last episode of menorrhagia, dental caries, tooth loss, vaginal infection, vaginal discharge, dyspareunia, fatigue, weight increased, weight decreased, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered dental caries, device expulsion, dysmenorrhoea, dyspareunia, fatigue, haemorrhagic anaemia, menstrual disorder, tooth loss, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: total bilateral occlusion; in 2008: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters details added. Aka names added. Event urinary tract infections, vaginitis; anemia due to heavy bleeding, migration of essure device (location of device: migration into uterus); pain; perforation (uterus); incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal crampirig / lower abdominal pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), menstrual disorder ("abnormal menstruation"), the second episode of menorrhagia ("prolonged menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menstrual disorder, the last episode of menorrhagia, dental caries, tooth loss, vaginal infection, vaginal discharge, dyspareunia, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, dental caries, dysmenorrhoea, dyspareunia, fatigue, menstrual disorder, pelvic pain, tooth loss, vaginal discharge, vaginal infection, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: full occlusion fallopian tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.